Event description:
It was reported there was a revision surgery to replace a zyfuse ha compression screw that was broken at l4/l5 post operatively. This event occurred in the united kingdom.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Microscopic evaluation of the specimen under 8x magnification revealed two mechanical deformities, consistent with removal. Disassembly was caused by unthreading the compression nut past the retaining features on the posted screw. No determinations could be made as to the cause of the reported issue.